Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6), 2019. According to the complainant, during the procedure, the clip was not deploying properly. Reportedly, it was noted that the clip had a difficulty advancing through the working channel. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. ***additional information received on (B)(6) 2020.*** it was reported that the clip was attempted to be placed onto the tissue; however, the clip arm was bent. The anatomy location was duodenum. The procedure was completed with a different device.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Additional information: block b5, d4, h6

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the device upn and lot number; therefore the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was not deploying properly. Reportedly, it was noted that the clip had a difficulty advancing through the working channel. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.